Manufacturer narrative:
The serial number originally reported was for the defibrillator.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device had an ECG malfunction. There was no patient involvement.